Manufacturer narrative:
The fsca number and patient weight are included in this report. It was reported that following an MRI procedure the patient was unable to disable MRI mode and the ipg was not entering a bondable state. It was noted that patient does not have their patient controller (pc). Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The reported event of unable to disable MRI mode was confirmed. As received, the ipg MRI mode was enabled. The ipg MRI mode was enabled on (B)(6) 2023. Per event details, the patient lost their patient controller after the MRI procedure and was unable to disable MRI mode. When MRI mode is enabled and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and clinician programmer / patient controller will be unsuccessful. As received, the ipg battery was depleted and was running the service application state due to the ipg explant procedure. Further testing of the ipg could not be performed due to a crc error.

Manufacturer narrative:
Section b3: date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
It was reported that following an MRI procedure the patient was unable to disable MRI mode and the ipg was not entering a bondable state. It was noted that patient does not have their patient controller (pc). Multiple attempts made by an abbott representative to restore ipg communication were unsuccessful and ipg remained in a non-bondable state. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.